Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses, surgical intervention. (B)(4).

Event description:
It was reported via medwatch number: mw5096234, that a female patient who underwent an unspecified breast augmentation with a unknown mentor saline prosthesis experienced heart palpitations, fatigue, vision problems, brain fog, dizziness, skin rashes, inflammation, extreme fatigue, hair loss, weight gain, shortness of breath post procedure. The patient stated that she ended up with the pacemaker in 2019. As a result, the patient underwent explantation on (B)(6) 2020. Upon removal, it was noted that the implants had mold in one and both capsules were positive for bacteria. The report indicates that the patient health improved after the explant. This report relates to the right prosthesis. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, and presence of mold as the devices have not been returned for analysis. If additional information is received, a supplemental report will be submitted as applicable.